Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 03.010.060. Lot: 3l21217. Manufacturing site: werk bettlach. Release to warehouse date: 08 march 2019. Expiration date: n/a. Supplier: - n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. Visual analysis of the device found rounding of cutting edges. Additionally, evidence of burr and damage at the tip and cutting edges of the device was observed. It is not unreasonable that the condition identified in visual analysis would contribute to a dull condition. Therefore, we are able to confirm dullness with damage observed, as this kind of evidence indicates repeated use of the device. The lifecycle requirements of the device are event related and depend on the use in clinical practice, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Furthermore, a foreign substance was observed at the surface of the cutting edges, most likely a biological residue from surgical procedure. Proper cleaning and sterilization procedure diminishes this condition on the device. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of drill bit ø3.2 calibr l340 3flute f/quic would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: investigation summary d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D9, h3,h4,h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the e3: reporter is a j&j sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent orif surgery for fracture of the proximal humerus on proximal humerus with the products in question. In the surgery, during the drilling of the distal lateral stop, the drill bits in question were not sharp enough, although the patient's bone quality was also a factor. The sleeve in question was inserted and drilled until it contacted the bone, avoiding the soft tissue, but the drill interfered in the g-hole. The image confirmed that the drill tip reached inside the nail hole, so when the drill tip was lightly tapped with a hammer, the drill tip passed through the hole. Finally, when inserting the end cap in question, the end cap was reinserted several times, but it did not engage properly, and the surgeon decided to close the wound with the cap engaged at an angle. The surgery was completed successfully with a 30 minutes surgical delay. No further information is available at this time. This report is for one (1) 3.2mm three-fluted drill bit qc/330mm/100mm calibration. This is report 2 of 6 for complaint (B)(4).